Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of output anomaly and backup vvi was confirmed in the laboratory via stored device data. Analysis found high voltage circuit damage on the device. This damage is consistent with an rv to svc lead anomaly.

Event description:
It was reported that the patient presented in ER with ventricular arrhythmias. Upon interrogation, it was found that the device did not give therapies when it sensed the ventricular arrhythmias and showed an alert for high impedance and potential output circuit damage. The patient had several ventricular arrhythmias episodes and was externally defibrillated. The device was found in vvi mode. The device was explanted and replaced.